Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of pairing failure. A root cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. The reported issue of pairing failure is reportable based on the finding of transmitter failure error.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and failed. Performed share log review and no pairing failed found in the log within the investigation window. The customer complaint was not confirmed because there was no indication of a transmitter pairing failure. A root cause could not be determined.